Event description:
A malfunction occurred without any notable events preceding it. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer by providing pump reset information, helped them reset the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if any issues reoccurred, which the customer understood and acknowledged.